Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. During the evaluation, alarm 34 pops up on the screen when water sets to 42 degrees. It shows the water reads 42.6. Set the water to 4 degrees and it cools down the water, set to 40 degrees and it heats up the water. Set the water target to 42 degrees again but no alarm pops up in 15 minutes. Did not able to observed the temperature sensor reading in t1 and t2 to determined the cause. Chiller seems to be in working fine as the hgbv is turns on and off. Alert 1 and alert 2 is found in the event log, the alert could not duplicate during the assessment. Alarm 34 pops up once during the assessment. Torn transducer ring. Performed pm procedure. Serviced mixing pump, circulation pump. Replaced heater, manifold o-ring. Drain valves, transducer o-ring. Tank tubing, coin cell. Passed all the testing and is now ready for used. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Based on the results of this investigations, no additional action can be taken at this time. Corrections: b, d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device would not cool down the patient. Per review of wo on 05dec2024, it was noted that the event occurred during patient use. However, there was no patient injury. Patient details are unobtainable due to the privacy laws in canada. Per follow up information received via phone on 18feb2025, tech support via biomed sent a csv file from a therapy that was started last night and terminated at 0930 this morning. The device seemed to be making cold water just fine, no alert 113s. They did see several alerts for patient line open and low flow. Suggested to run a ctu calibration and give a call if any errors presented themselves. Spoke with biomed, who confirmed device had been sent into depot for repair, unsure which unit device came from. Per sample evaluation results on 07apr2025, alarm 34 pops up once during the assessment. Torn transducer ring.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device would not cool down the patient. Per review of wo on 05dec2024, it was noted that the event occurred during patient use. However, there was no patient injury. Patient details are unobtainable due to the privacy laws in canada.